Event description:
Information received by medtronic indicated that the patient had a pericardial effusion during a cryoablation procedure. Following ablations to the left and right inferior pulmonary veins, the patient had a drop in blood pressure and pericardial effusion was diagnosed by echocardiogram. Pericardiocentesis was performed and the patient was fine. The cryoablation procedure was completed; the rspv was isolated with one ablation following diagnosis of pericardial effusion. Device 2 of 2, reference MFR report: 3002648230-2013-00139

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.